Event description:
Add'l info received from reporter on 07/02/2018 for mw5077066. I had extensive patch testing done because I have had dermatitis problems for 5 years. I have been trying to identify the chemical components of my silicone breast implant to determine whether it may be the source of my painful dermatitis condition. Sientra will not reveal the chemicals of their silicone implant. I am continuing to research this info.

Event description:
Sientra breast implant was inserted after mastectomy. I began having severe allergies. I was recently tested to determine what I am allergic to. Propylene glycol and nickel were identified as causing my allergies.